Event description:
Nitrogen is leaking from valve. Confirmed complaint: both main and relief valves worn and leaking. Entire unit and inside of bottle is wet. Repair order: (B)(4). From s&r: main valve leak means user cannot control flow. Relief valve leak is internal, does not affect patient or user. 1216677-2022-00011-1 wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/25/2017 under wo#: (B)(4) and shipped on 10/03/2017. Manufacturing record review: DHR 211868 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2019 for a broken trigger. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed wear damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a definitive root cause is not determined. However, based on the observed wear a root cause is potentially due to wear and tear from heavy usage. The trapped moisture may indicate poor handling as well. Corrective actions: the customer requested the unit be scrapped out at csi. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training required. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Nitrogen is leaking from valve confirmed complaint: both main and relief valves worn and leaking. Entire unit and inside of bottle is wet. Repair order 97466 from s&r: main valve leak means user cannot control flow. Relief valve leak is internal, does not affect patient or user. Wallach ultra freeze 900076 e-complaint-(B)(4).